Event description:
It was reported that the patient underwent an explant procedure wherein all device components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc2218700, model: sc-8336-70, serial: (B)(4), batch: 19551603.